Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple elevated blood glucose (bg) levels that ranged between 282-599 mg/dl; cause was unknown. Customer addressed bg levels by delivering a bolus. Reportedly, the customer continued to use the pump for insulin therapy.